Event description:
It was reported that the perfusionist (ccp) was walking through the equipment room and found the perfusion system dead, during non-clinical activity. The system had been unplugged and the batteries were depleted. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The customer was advised to plug in the system to charge overnight. When the field service representative (fsr) arrived at the user facility, the system was unplugged and it went dead. The batteries did not charge, the complaint was confirmed. The fsr downloaded system and power manager logs, replaced the batteries and tested the system operation. The fsr charged the system overnight and verified proper battery status and operation. The unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries were returned to the manufacturer for further evaluation. Software data logs were received by the manufacturer on (B)(4) 2015 for further evaluation.